Event description:
The caller alleged discrepant results when compared with the lab results as follows: see scanned table. The caller alleged discrepant results when repeated results. The results are as follows: 1.7, 1.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. As per internal procedure tr#0150 rev.2, the inratio and lab values are within the confident limit. The product will not be investigated if the inratio and the lab values are within the confident limits. Also, patient repeated the test with the same inratio meter. The results are as follows: 1.7, 1.5; average: 1.6; stdev : 0.14; %cv: 8.84. As per internal procedure tr#0150 rev.2 section 8.2 if the for imprecision is less than 20% the criterion is met. The product will not be investigated.